Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting the reason for the surgery was the patient didn¿t receive effective therapy, so the surgeon decided to change the leads. The serial number of the extension was not known. The implant dates of the ins and extension were not known. The patient did not experience any symptoms related to the issue of not being able to disconnect the extension from the ins. The patient was well.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37081-40, explanted: (B)(6) 2017, product type: extension.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that they could not disconnect the extension from the implantable neurostimulator¿s (ins¿s) first canal. It was noted the hcp thought that during the preceding procedure that the implanting surgeon had ¿used an I adapted screwdriver and he had clamped too hardly.¿ the ins and extension were replaced as a result of the event and the issue was resolved. It was stated that no additional surgical interventions were planned and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.